Manufacturer narrative:
Analysis confirmed the stated reason for return, the unit did start up with a black screen. It was also noted that the variable gain amplifier had no output, the cooling fan was not working, there was some corrosion on the micro processor unit (mpu), the power bay cover was damaged, the stylus cable was damaged and that there were several fails noted during the pre burn-in test sequence as well as the final functional test. The mpu, power bay cover, stylus and link electronic module (lem) board were replaced, the touch screen was calibrated, new software was installed, the device was cleaned and it then passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was totally blank, that nothing was coming up on the screen. The programmer was returned for service. No patient complications were reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.